Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal delaminated. Replaced dso seal. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump would not boot, only showed red screen on startup. The event occurred during testing.